Event description:
It was reported that the pump screen was dark and would not turn on. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated bg. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.